Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.2 pocket b2 failed. A field service engineer (fse) verified and found that auxiliary half height drawer 3.1 was hard to open/close. The fse checked the drawer slides and found the slides to be permanent. The fse found damages in the back end of the drawer while opening it and the back panel was secured open. The fse then removed cubies from the damaged drawer, migrated it into the new drawer, removed and replaced the damaged drawer, configured, tested the drawer and hardware in test application and resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer 3.2 pocket b2 was failed. The customer stated that this malfunction occurred while dispensing medications to the patients. There were no delay to patient care and adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer 3.2 pocket b2 was failed. The customer stated that this malfunction occurred while dispensing medications to the patients. However, there were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.